Manufacturer narrative:
Additional information received that the pump is working after the last revision. The device was not explanted.

Event description:
It was reported that the patient experienced a malfunction with the ams inflatable penile prosthesis(ipp) pump and can not activate the cylinders. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a malfunction with the ams inflatable penile prosthesis(ipp) pump and can not activate the cylinders. A patient outcome was not reported.